Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving low predict alerts on the insulin pump. Customer stated that the insulin pump malfunctions from time to time. Customer stated that he was hospitalized due to cardiac/chest pain and was non-diabetes related. Customer's stated his blood glucose has been at 105 - 110 mg/dl for the past couple of days and stated that the insulin pump is working for him now.